Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening on the radius. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one extended striated opening on the radius. Based on the device analysis the final assessment was one extended striated opening due to surgical damage consistent in the use of some surgical tools. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "patient's concern with product." Additionally, healthcare professional reported rupture. Device has been explanted.